Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer noted a vertical trend arrow which indicates rapidly rising/declining glucose levels (more than 2 mg/dl per minute). The customer counteracted by consuming three sugar cubes with water and a glass of coca-cola but still obtained low readings. The customer was stressed so they called the emergency services. Upon arrival, they measured the customer's glucose level and obtained a glucose reading of 160 mg/dl on a healthcare professional (hcp) meter in comparison to adc scan result of 58 mg/dl. When plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. The customer was then admitted in a hospital for two nights. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.